Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 16 x 2.25 mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and misaligned. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-mar-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 24mm x 2.75mm target lesion was located in the moderately tortuous left anterior descending artery. A 16 x 2.25 promus premier select drug eluting stent was used but failed to pass through the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.